Manufacturer narrative:
Manufacturing-side evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complaint description, nails were broken during treatment. There was no patient harm. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results capas have been initiated.

Manufacturer narrative:
Correction / additional information: d9 - date product returned h3 - device evaluated h6 - codes updated investigation results: visual investigation: thirty screws with broken off tip and deformations arrived for investigation. The broken off tips were not enclosed .we made a microscopic investigation of all screws. All screws show damage. These are pronounced to different degrees on all screws. They are in detail: broken off tip, deformed/depressed tip and damaged phillips screw head. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability 3(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: without further knowledge about the circumstances we suspect that the surgeon made some handling errors during implantation. The IFU points out to consider some points during handling and implantation. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and measures / preventive measures: based upon the investigation results the root cause is most probably user-related. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary. Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.